Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the physician initially attempted left bundle branch area pacing (lbbap) and repositioned the lead several times to achieve the desired location. During the procedure the physician used two different catheters to achieve the selective position, however, after the sheath was cut, the lead dislodged and could not be maintained in position. As a result, it was decided to implant the lead in the right ventricular (rv) position. During this attempt, the lead screws could not be fully extended nor retracted. In addition, an insulation damage was observed. Subsequently, the procedure was completed with another lead. No adverse patient effects were reported. This lead is not expected to be returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.